Event description:
It was reported by service report that the head right siderail was not locking in the upright position because the timing link was broken. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: head right siderail was not locking in the upright position due to a broken timing link.